Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass, during setup, the oxygenator and reservoir were not connected upon opening. When attempting to connect the oxygenator to the holder, there was a pop and the fiber bundle separated partially from the heat exchanger module. A crack was noted where the bundle and the heat exchanger connect. No pt involvement as this occurred during setup. The product was changed out. The surgery was successful.

Manufacturer narrative:
Visual inspection of the oxygenator revealed damage in several places; therefore, this complaint is confirmed. The reservoir was not returned for eval. A crack was seen on the heat exchanger module above the oxygenator. Solvent marks were observed on the inside and outside of the heat exchanger housing indicating adequate solvent was present. A review of the device history record revealed no indication of production related anomalies. The customer informed (B)(4) that they cracked the oxygenator while attaching it to the holder; therefore, the damage likely occurred due to use of excessive force. The sx IFU states, "do not use is the package or device is damaged (e.g. Cracked)". (B)(4).